Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted in the videos, the user has a fully fired non-2.0 reload attached to the handle, and the reload is recognized as unused because it doesn't have a one wire chip to store information that it was used already, therefore, if the user disconnects a used reload that is not a 2.0 reload and then reconnects it, it will be recognized as new. The reload has a mechanical interlock which prevents it from being fired a second time, which the user attempts to do in the video. The user is unsuccessful at firing the reload a second time due to the interlock engaging. It is at this point in time where the reload swimlane turns white after the user presses the open key, when the reload swimlane is white, the user will no longer be able to enter firing mode. It should also be noted that the user was unable to press the right green firing button in order to enter firing mode, but they were able to press the left green firing button to enter firing mode. This confirms the reported condition that the right side of the device would not work. There was no video evidence of the rod rotating without any intervention by the user, so that cannot be confirmed. It was reported that the button was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws of the device rotated unexpectedly, and the device detected a reload as being attached when there was no reload attached. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric septation, the right side of the handle was not working. Surgeon performed the entire procedure using the left side. During positioning of the second load, the rod rotated by itself without the surgeon pressing any buttons. Handle also would not identify that reload was already fired. No patient injury.

Manufacturer narrative:
Additional information: d4(serial#), d9, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device detected a reload as being attached when there was no reload attached. The reported issue cou ld not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the jaws of the device rotated unexpectedly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was additionally reported that the button was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.